Event description:
A hospital in (B)(6) reported via our distributor that an rt134 adult breathing circuit failed the servo-I ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
Method: the complaint rt134 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) and was pressure tested and submerged in a water bath to check for leaks. Results: the pressure test revealed the device was not performing within specification. The water bath test showed the leak was located at the seal between the water trap bowl and the water trap lid. A lot check could not be performed as no lot number was provided. Conclusion: the reported leak occurred due to a failure in the seal between the water trap bowl and lid. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt105 adult breathing circuit state the following: - check all connections are tight before use; - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; - set appropriate ventilator alarms. Hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.